Event description:
It was reported the ultrasound gastrovideoscope experienced image failure during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: displayed ultrasound image is defective with missing elements. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ultrasonic cable, displayed ultrasound image is defective with missing elements. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.